Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of a medium-large clip applier instrument would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to reproduce and confirm the reported complaint. The instrument was found to have a derailed grip cable at the distal end. This caused the jaws not to open. Additionally, the instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. This contributes to the grip not opening. The instrument was also found to have an excessive amount of dried residue around the clamping pulley cable grooves.